Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer reported allegation was confirmed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image output. The issue was found during preparation for use of an unknown diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d10 (therapy date must remain in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the imagen was not displayed due to failure of the power supply printed board. Olympus will continue to monitor field performance for this device.